Manufacturer narrative:
The device did not behave as expected by the customer. However, due to the reduced case load and covid-19 mandates in place no further troubleshooting can be performed and the case has been closed. The customer has been instructed to contact philips for future support or service when case loads have returned to normal and covid-19 restrictions have been lifted. The device remains in use at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : due to covid-19 restrictions, no on site evaluation at this time.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the boom monitor sweep speed will abruptly change to 50 mm/sec without cause, while the control room station remains at 25 mm/sec has increased. There was no reported patient impact / injury.